Event description:
Reportedly, during a follow up performed on (B)(6) 2022 high ventricular lead impedance (at least 3000 ohms) in both bipolar and unipolar mode was identified. In addition, even with maximum output, ventricular pacing failure was identified. The patient, suffering from sick sinus syndrome, showed a pacing rate of the ventricle of 1% or less. There was no problem in sensing, and the rhythm followed by 1:1 up to 140 ppm. As the patient was old and her physical activity was not high, the physician decided to change the pacing mode from ddd to aai and subsequently perform a follow up.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow up performed on (B)(6) 2022 high ventricular lead impedance (at least 3000 ohms) in both bipolar and unipolar mode was identified. In addition, even with maximum output, ventricular pacing failure was identified. The patient, suffering from sick sinus syndrome, showed a pacing rate of the ventricle of (B)(4) or less. There was no problem in sensing, and the rhythm followed by 1:1 up to 140 ppm. As the patient was old and her physical activity was not high, the physician decided to change the pacing mode from ddd to aai and subsequently perform a follow up.